Event description:
On (B)(6) 2012, the patient contacted animas alleging that she had been experiencing erratic blood glucose (bg) that day. The patient noted that she had a bg of 15.5mmol/dl with no signs or symptoms of hyperglycemia, and that she bolused twice to correct the elevated bg. The patient then reportedly experienced a bg of 3.7mmol/dl with sweating and shakiness. The patient reportedly self-treated with glucose tablets. The patient confirmed that she was using the pump's recommended bolus calculations, and troubleshooting indicated all settings and histories were correct. The patient denied any site/set issues. Troubleshooting indicated no pump defects. The patient noted that she had been anxious to correct the high bg and gave two boluses within an hour of each other, which resulted in over-bolusing and the low bg. The pump is not being returned at this time. It was determined that the additional bolus to correct the patient's elevated bg caused the reported low bg. This complaint is being reported because, the patient reportedly experienced hypoglycemia while using insulin pump therapy related to use error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2017 with the following findings: investigators were unable to confirm or duplicate the complaint. The pump information for the complaint date (B)(6) 2012 has been overwritten. The black box history show dates from (B)(6) 2017. Evaluation showed that the available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.